Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty in extending the helix of this right ventricular (rv) lead. After positioning the rv lead, oversensing of noise and a high out of range pacing impedance measurement of greater than 2000 ohms was observed through a pacing system analyzer. The physician decided to remove the rv lead prior to pocket closure and upon doing so experienced difficulty when attempting to retract the helix. The physician believed the conductor coil of the rv lead may have been fractured during the event. The rv lead was explanted and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.